Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coil that is poking through the fallopian tube wall') in an adult female patient who had essure (batch no. 93875-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst, bicornuate uterus, multigravida, parity, endometriosis, gastroparesis and miscarriage. Concomitant products included ibuprofen for pelvic pain female as well as ethinylestradiol;norgestimate (ortho-tri-cyclen lo) (B)(6) 2014 to (B)(6) 2014, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and migraine ("migraines / headaches"). The patient was treated with surgery (robotically assisted total laparoscopic hysterectomy,bilateral salpingectomies). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhoea, depression, vaginal haemorrhage, heavy menstrual bleeding, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation, heavy menstrual bleeding, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain and dysmenorrhea. Trailing coils: left: 2 right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. X-ray - on an unknown date: essure coils were in proper placement. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-jul-2021: mr received. Reporter information, medical history, device removal details added. Event: essure coil that is poking through the fallopian tube wall added. Case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coil that is poking through the fallopian tube wall') in an adult female patient who had essure (batch no. 93875-not valid, b93875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst, bicornuate uterus, multigravida, parity, endometriosis, gastroparesis and miscarriage. Concomitant products included ibuprofen for pelvic pain female as well as ethinylestradiol;norgestimate (ortho-tri-cyclen lo)20-mar-2014 to april 2014, nsaids since july 2014 and paracetamol (acetaminophen) since july 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and migraine ("migraines / headaches"). The patient was treated with surgery (robotically assisted total laparoscopic hysterectomy,bilateral salpingectomies). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhoea, depression, vaginal haemorrhage, heavy menstrual bleeding, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation, heavy menstrual bleeding, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain and dysmenorrhea. Trailing coils: left: 2 right: 3 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 10-oct-2014: total bilateral occlusion. X-ray - on an unknown date: essure coils were in proper placement. Lot # reported (93875) is not valid batch no b93875 production date 2013-11-05. Expiration date 2016-11-30 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.